Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient presented to the emergency room with complaints of progressive shortness of breath. The patient was diagnosed with copd exacerbation, acute chronic diastolic heart failure, chronic renal failure, and pneumonia. Patient was placed on medication and hospitalized. While in the hospital the patient had episodes of vt/vf. It was noted that the patient's device discharged multiple times. The patient was unresponsive to resuscitation attempts and expired.

Event description:
It was reported that the patient expired due to a cardiac related issue. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.